Event description:
During a procedure to stent a stenosis in the basilic vein, within a graft, as the stent exited the delivery system, the device did not expand the full 40 millimeters. The deployed stent landed in the vessel/ graft covering only a 20 millimeter section of the required length. At the time of the procedure, the physician felt that sufficient coverage of the stenosis had been obtained and elected to conclude the procedure. A second stenting of the stenosis site was required in june 2005 to treat the present stenosis.